Manufacturer narrative:
(B)(4).

Event description:
The pt fell down her stairs right on her device 3 weeks ago. Her device has not worked since. She had experienced no stimulation and a loss of therapeutic effect, acute pain. Add'l info has been requested.